Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported event could not be conclusively determined through this evaluation. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists stroke and bleeding, as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document outlines the recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article ¿anticoagulation bridging in patients with left ventricular assist device: a regional analysis of heartmate 3 recipients¿ that heartmate 3 (hm3) may be associated with stroke, major bleeding, and death. This study performed an analysis of data from the momentum 3 trial of six centers where patients with subtherapeutic international normalized ratio (inr) (inr < 2) underwent a chart review to determine a management strategy, either by bridging or nonbridging. A total of 225 patients had a total of 235 subtherapeutic inr events recorded. Most inr events were not bridged (n = 179); 100 patients had a warfarin dose adjustment, and 79 patients had no change in their warfarin dose. A total of 56 inr events were treated with bridging: 30 of the events were treated with low molecular weight heparin (lmwh), and 26 events were treated with intravenous unfractionated heparin (ufh) or direct thrombin inhibitor (dti). No different was noted in individual outcomes or composite endpoints of 7 days or 30 days for death, rehospitalization, stroke, or bleeding between the bridging and nonbridging groups. A total of 14 stroke events were reported among 13 patients, in several scenarios in relation to subtherapeutic inr: 5 strokes occurred in 5 patients who never had subtherapeutic inr recorded, 3 strokes occurred in 3 patients who went on to have subtherapeutic inr at a later date, 1 stroke occurred in 1 patient who had subtherapeutic inr recorded on same day of their stroke, 1 stroke occurred before any subtherapeutic events were recorded, and 1 stroke occurred 15 days after subtherapeutic inr with no bridging performed. Three strokes occurred in 3 patients after subtherapeutic inr was recorded: one stroke was 401 days after subtherapeutic inr, with no bridging performed, one stroke was 24 days after subtherapeutic inr with no bridging performed, and one stroke was 22 days after subtherapeutic inr, with lmwh administered. A total of 198 major bleeding events occurred among 95 patients. It was noted there were 9 isolated major bleeding events in 9 patients who had subtherapeutic inr prior to the major bleed: 5 were not bridged at the time of subtherapeutic inr, and 4 were bridged with lmwh. A total of 96 major bleeding events occurred in 25 patients, all of which had two or more major bleeds with one occurring after subtherapeutic inr. Of these 96 major bleeding events, 55 followed subtherapeutic inr: 34 of these inr episodes were not bridged, 13 were bridged with heparin or dti, and 8 were bridged with lmwh. A total of 572 rehospitalization events were recorded among 189 patients.